Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during an implant procedure the lead was unable to be inserted into the ipg. Troubleshooting was unable to resolve the issue and a new ipg was implanted without difficulty. The patient did not suffer any adverse consequences as a result of this event.